Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states that he had to go to the hospital for low blood glucose levels. At the time of the hospitalization, the blood glucose level was 50mg/dl. The customer states that he had a triple bypass surgery. The customer also states that he was in a car accident. He was the driver. The customer had a heart attack in march. The customer states that the pump stopped working. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. Section has been updated with the correct evaluation code. The insulin pump had no button response, the problem was isolated to the keypad.